Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this atrial lead had noise causing inappropriate mode switching. The noise could be reproduced when tapping on the pacemaker or when the patient would turn the pages when reading a book. The ventricular lead was exhibiting a decrease in impedance and r-wave measurements. A cardiologist suspects a possible connection issue with the atrial lead. The patient was taken to the operating room. When observing the pacemaker header, it was noted that the atrial lead was not fully inserted into the header. The atrial lead was successfully repositioned. New atrial and ventricular leads were successfully implanted. The atrial lead was re-inserted into the device header. Should additional information become available, this event would be updated. Based on the event description, it is unclear if this lead was reused or explanted. No explant date was provided.